Event description:
It was reported that the patient experienced twitching one day post implant of the left ventricular (lv) lead. It was noted the lv lead dislodgement and displacement was shown on the x-ray. The device was reprogrammed and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.